Event description:
While getting her teeth cleaned at the dental clinic, approx 1/2 hour after exam small sores were appearing on both sides of rptr's mouth. Outside and inside equipment used were basic dental tools.